Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to be manufacturer and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor- 9/28/2015, electrode belt- 8/30/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was at home and lost consciousness prior to passing. Ems was called and the patient's family initiated CPR. The patient was taken to the hospital after the event where they passed away. Review of the patient's download data reveals that prior to passing, the patient received one appropriate treatment and three inappropriate treatments from the lifevest. At 20:26:36, the patient received the first treatment from the lifevest during vf. The post-shock rhythm was asystole with occasional cardiac activity. At 20:28:39, the patient received the second treatment during non-sustained ventricular tachycardia (nsvt). The post-shock rhythm was also nsvt. At 20:40:32, the patient received the third treatment from the lifevest during asystole with CPR artifact. The post-shock rhythm was also asystole with CPR artifact. At 20:41:04, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact. The post-shock rhythm was severe bradycardia at 10 bpm with CPR and motion artifact. The electrode belt was disconnected after the fourth treatment was delivered. The patient's rhythm at the time of the electrode belt disconnection was an idioventricular rhythm at 20 bpm with nsvt. Nsvt and CPR/motion artifact contributed to the false detections. The response buttons were not pressed during the event. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.